Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. A review of the event history log revealed se 20602 (monitor motor stall). The cause was identified to be the device having dried spilled fluid which require cleaning for proper device operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device had a monitor motor stall system error 20602. No additional information is available.